Event description:
The customer reported that data from the v3 lead was not being captured via the m1663a ECG trunk cable during 12 lead ECG monitoring.

Manufacturer narrative:
(B)(4): the customer reported that data from the v3 lead was not being captured via m1663a ECG trunk cable during 12 lead ECG monitoring. Philips is in the process of obtaining add¿l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.